Event description:
It was reported that the uv flash transfer set patient connector could not be connected to the locking titanium adapter. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection and function testing of the device was performed with no issues noted; however the inner diameter (ID) of the patient connector was measured and determined to be below nominal. The connection issue was confirmed as the ID of the patient connector was below nominal. A review of all batch record documents for potentially associated lot number h13b06040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.